Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon and the patient was referred to their clinic. Technical services reviewed the device transmission report and observed the device triggered a red alert due to tachy therapy being disabled. A successful device transmission was received about three weeks later. No adverse patient effects were reported. The device remains in service.